Event description:
It was reported that a patient with this electrode had received multiple inappropriate shocks over the past year. Review of the previous episodes noted the presence of oversensing of noise. Surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.